Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device came apart (the lock nut was loose), the internal components were excessively corroded, the oscillating head was broken, the set-screw was worn and the positioning ring was damaged (pins pushed in). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sagittal saw attachment device was broken. During in-house engineering evaluation, it was observed that the device came apart (the lock nut was loose), the internal components were excessively corroded, the oscillating head was broken, the set-screw was worn and the positioning ring was damaged (pins pushed in). The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.